Manufacturer narrative:
The actual device was received for evaluation. The device was evaluated and met manufacturing specifications. Therefore, the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
Report received from the USA stating, during a right revision tympanoplasty surgery, it was observed that the console device had "low power". The surgery was completed successfully with the actual device. A spare device was not available. No injuries or medical intervention was reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.